Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook celect filter on (B)(6) 2012. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported seizure, hypotension, weakness, fatigue, and breathing difficulty are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: tilt, vc/vertebral perforation, seizure, hypotension, weakness, fatigue, breathing difficulty. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Device codes: appropriate term/code not available (3191): device perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a cook celect navalign jugular & femoral vena cava filter implant on (B)(6) 2012 via the common femoral vein due to bilateral extensive pulmonary embolism and deep vein thrombosis. The patient is alleging tilt and vena cava perforation. The patient further alleges, "seizure activity with very low blood pressure, weakness (to include legs)/tires easily, and difficulty breathing". Per the (B)(6) 2017, computed tomography-abdomen and pelvis without contrast: "findings: abdomen: there is a celect type inferior vena cava filter in the inferior vena cava which is relatively low in position. The upper tip of the filter is situated 6 cm below the confluence of the renal veins and the lower aspect of the filter is located 1 cm above the inferior vena cava bifurcation. The inferior vena cava is tortuous related in part to moderate to severe dextroconvex scoliosis of the spine. The filter is tilted 25° to the right relative to vertical but oriented parallel to the long axis of the inferior vena cava. All of the four larger metallic struts project up to 4 - 5 mm beyond the wall of the inferior vena cava. This is best seen on series 2 images 43 - 44 and sagittal reconstruction images 29 - 31. A right posterior strut projects into the l4 - l5 intervertebral disc". Per the (B)(6) 2017, computed tomography-abdomen and pelvis without contrast review report: " positive for caval perforation: superior extent of inferior vena cava filter is at the mid l3 vertebral body. Inferior extent l4-l5 disc space. A total of four prongs have perforated the inferior vena cava, series 2, image 43. Maximum distance prong perforated is 4 mm, series 2, image 43. Coronal images show 3-degree tilt right-to-left, series 300, image 32. Sagittal images show 5-degree tilt posterior-to-anterior, series 301, image 29. Diameter of inferior vena cava directly above filter measures 18 mm x 25 mm, series 2, image 33".